Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify sensor glucose versus blood glucose anomaly and perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that insulin pump had retainer that was part of the recall checked the lip ring, no damage, run self-test passed. Customer stated that insulin delivery was not suspended due to sensor glucose versus blood glucose. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.